Event description:
It was reported that an implantable neurostimulator (ins) could not be read. It was reported that this ins was scheduled for a replacement. An x-ray was done. Additional information had been requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 1997, explanted:, product type: extension. Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 1997, explanted:, product type: programmer. Patient product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 1997, explanted:, product type: lead. (B)(4).